Event description:
On 22-jul-2025, the user reported that their ilet had a cracked screen. The user's blood glucose levels were not affected. The device was determined to require replacement and was no longer water resistant. A replacement ilet was issued.